Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation of the essure device/malposition of essure device location of device: uterus") in a 30-year-old female patient who had essure (batch no. 893008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2011, (B)(6) 2010, (B)(6) 2012), ear tube removal, wisdom teeth removal and ganglion removal in 2011. Previously administered products included for birth control: pill in 2002. Concurrent conditions included smoker. Concomitant products included ranitidine hydrochloride (zantac) for epigastric discomfort. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 2 years 10 months after insertion of essure, the patient experienced pelvic pain ("chronic pelvic pain/pain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain/right side of lower abdomen"). The patient was treated with paracetamol (tylenol), ibuprofen (motrin) and surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and pelvic pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, pelvic pain and uterine perforation to be related to essure. The reporter commented: also take some zantac or turns tonight to help with any stomach irritation symptoms that could be contributing to pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion of the fallopian tubes ultrasound pelvis - on (B)(6) 2015: no iud on (B)(6) 2015, stat pelvic ultrasonogram performed at clinic revealed no iud and essure device at right tube malpositioned into cornua of uterus. On (B)(6) 2015, ultrasonogram pelvis showed the intrauterine device extends from the endometrial canal through the myometrium to the serosal surface in the uterine fundus. On (B)(6) 2015, surgical final report showed gross description: a the specimen is received in formalin and labeled with the patient's name and "right fallopian tube", the specimen consists of a distal portion of fallopian tube and fimbria, 5.2 cm in length and 0.5 cm in diameter. The serosa is tan-pink, smooth and glistening. The cut surfaces are tan-pink with a patient stellate lumen. No masses or lesions are identified. Representative sections including the longitudinally bisected fimbria and cross sections of outer third are submitted in one cassette. B. The specimen is received in formalin and labeled with the patient's name and "left fallopian tube". The specimen consists of a distal portion of fallopian tube and fimbria, 6.5 cm in length and 0.4 cm in diameter. The serosa is tan-pink, smooth and glistening, the cut surfaces are tan-pink with a patent, stellate lumen. No masses of lesion are identified. Representative sections including the longitudinally bisected fimbria and cross sections of outer third are submitted in one cassette. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming uterine perforation, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation of the essure device/malposition of essure device location of device: uterus") in a 30-year-old female patient who had essure (batch no. 893008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2011, (B)(6) 2010, (B)(6) 2012), ear tube removal, wisdom teeth removal and ganglion removal in 2011. Previously administered products included for birth control: pill in 2002. Concurrent conditions included smoker. Concomitant products included ranitidine hydrochloride (zantac) for epigastric discomfort. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 2 years 10 months after insertion of essure, the patient experienced pelvic pain ("chronic pelvic pain/sharp pain on right side"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain/right side of lower abdomen"). The patient was treated with paracetamol (tylenol), ibuprofen (motrin) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, pelvic pain and uterine perforation to be related to essure. The reporter commented: also take some zantac or turns tonight to help with any stomach irritation symptoms that could be contributing to pain. Birth date discrepancy- (B)(6) 1984. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion of the fallopian tubes ultrasound pelvis - on (B)(6) 2015: no iud. On (B)(6) 2015, stat pelvic ultrasonogram performed at clinic revealed no iud and essure device at right tube malpositioned into cornua of uterus. On (B)(6) 2015, ultrasonogram pelvis showed the intrauterine device extends from the endometrial canal through the myometrium to the serosal surface in the uterine fundus. On (B)(6) 2015, surgical final report showed gross description: a the specimen is received in formalin and labeled with the patient's name and "right fallopian tube", the specimen consists of a distal portion of fallopian tube and fimbria, 5.2 cm in length and 0.5 cm in diameter. The serosa is tan-pink, smooth and glistening. The cut surfaces are tan-pink with a patient stellate lumen. No masses or lesions are identified. Representative sections including the longitudinally bisected fimbria and cross sections of outer third are submitted in one cassette. B. The specimen is received in formalin and labeled with the patient's name and "left fallopian tube". The specimen consists of a distal portion of fallopian tube and fimbria, 6.5 cm in length and 0.4 cm in diameter. The serosa is tan-pink, smooth and glistening, the cut surfaces are tan-pink with a patent, stellate lumen. No masses of lesion are identified. Representative sections including the longitudinally bisected fimbria and cross sections of outer third are submitted in one cassette. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming uterine perforation, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, events outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation of the essure device/malposition of essure device location of device: uterus") and embedded device ("malpositioned into myometrium") in a 30-year-old female patient who had essure (batch no. 893008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6)2011, (B)(6)2010, (B)(6)2012), ear tube removal, wisdom teeth removal and ganglion removal in 2011. Previously administered products included for birth control: pill. Concurrent conditions included smoker. Concomitant products included ranitidine hydrochloride (zantac) for epigastric discomfort. On (B)(6)2012, the patient had essure inserted. On (B)(6)2015, the patient experienced pelvic pain ("chronic pelvic pain/sharp pain on right side"), 2 years 10 months after insertion of essure. On (B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain lower ("abdominal pain/right side of lower abdomen"). The patient was treated with ibuprofen (motrin), paracetamol (tylenol) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation and embedded device outcome was unknown and the pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, embedded device, pelvic pain and uterine perforation to be related to essure. The reporter commented: also take some zantac or turns tonight to help with any stomach irritation symptoms that could be contributing to pain. Birth date discrepancy- (B)(6)1984. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion of the fallopian tubes. Ultrasound pelvis - on (B)(6)2015: results: no iud. Diagnostic results: on (B)(6)2015, stat pelvic ultrasonogram performed at clinic revealed no iud and essure device at right tube malpositioned into cornua of uterus. On (B)(6)2015, ultrasonogram pelvis showed the intrauterine device extends from the endometrial canal through the myometrium to the serosal surface in the uterine fundus. On (B)(6)2015, surgical final report showed gross description: a the specimen is received in formalin and labeled with the patient's name and "right fallopian tube", the specimen consists of a distal portion of fallopian tube and fimbria, 5.2 cm in length and 0.5 cm in diameter. The serosa is tan-pink, smooth and glistening. The cut surfaces are tan-pink with a patient stellate lumen. No masses or lesions are identified. Representative sections including the longitudinally bisected fimbria and cross sections of outer third are submitted in one cassette. B. The specimen is received in formalin and labeled with the patient's name and "left fallopian tube". The specimen consists of a distal portion of fallopian tube and fimbria, 6.5 cm in length and 0.4 cm in diameter. The serosa is tan-pink, smooth and glistening, the cut surfaces are tan-pink with a patent, stellate lumen. No masses of lesion are identified. Representative sections including the longitudinally bisected fimbria and cross sections of outer third are submitted in one cassette. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming uterine perforation, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: medical record received. Added event from medical record malpositioned into myometrium. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation of the essure device/malposition of essure device location of device: uterus") in a 30-year-old female patient who had essure (batch no. 893008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2011, (B)(6) 2010, (B)(6) 2012), ear tube removal, wisdom teeth removal and ganglion removal in 2011. Previously administered products included for birth control: pill in 2002. Concurrent conditions included smoker. Concomitant products included ranitidine hydrochloride (zantac) for epigastric discomfort. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 2 years 10 months after insertion of essure, the patient experienced pelvic pain ("chronic pelvic pain/pain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain/right side of lower abdomen"). The patient was treated with paracetamol (tylenol), ibuprofen (motrin) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and pelvic pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, pelvic pain and uterine perforation to be related to essure. The reporter commented: also take some zantac or turns tonight to help with any stomach irritation symptoms that could be contributing to pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion of the fallopian tubes ultrasound pelvis - on (B)(6) 2015: no iud. On (B)(6) 2015, stat pelvic ultrasonogram performed at clinic revealed no iud and essure device at right tube malpositioned into cornua of uterus. On (B)(6) 2015, ultrasonogram pelvis showed the intrauterine device extends from the endometrial canal through the myometrium to the serosal surface in the uterine fundus. On (B)(6) 2015, surgical final report showed gross description: a the specimen is received in formalin and labeled with the patient's name and "right fallopian tube", the specimen consists of a distal portion of fallopian tube and fimbria, 5.2 cm in length and 0.5 cm in diameter. The serosa is tan-pink, smooth and glistening. The cut surfaces are tan-pink with a patient stellate lumen. No masses or lesions are identified. Representative sections including the longitudinally bisected fimbria and cross sections of outer third are submitted in one cassette. B. The specimen is received in formalin and labeled with the patient's name and "left fallopian tube". The specimen consists of a distal portion of fallopian tube and fimbria, 6.5 cm in length and 0.4 cm in diameter. The serosa is tan-pink, smooth and glistening, the cut surfaces are tan-pink with a patent, stellate lumen. No masses of lesion are identified. Representative sections including the longitudinally bisected fimbria and cross sections of outer third are submitted in one cassette. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming uterine perforation, pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Reporters added. Patient's demographics and relevant history was added. Essure insertion date was updated to (B)(6) 2012 and removal date ((B)(6) 2015) added lot number added. Onset date of events added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ perforation of the essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2015, she underwent pelvic surgery). At the time of the report, the perforation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, pelvic pain and perforation to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.